Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the patch was bumped and dislodged. No adverse event was reported. This complaint is being reported because the issue was not resolved with trouble shooting.